Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, several episodes of noise were observed. The noise could be reproduced by manipulations at clavicular site. Physician decided to take no action, patient is not pacemaker dependant. The lead is still in service. There was no report of adverse consequences for the patient.